Manufacturer narrative:
A case of no ipg communication was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The ipg was replaced to restore effective therapy. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a procedure on (B)(6) 2020 in which the device was not placed into surgery mode against recommendation, the ipg was inoperable. Troubleshooting did not resolve the issue.